Event description:
A delivery delay was reported with the adc device. Customer had initially reported receiving high readings on the adc sensor. On (B)(6) 2022, customer reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer reported they received a wrong product, a sensor instead of a reader for replacement, and experienced a seizure. Customer had contact with healthcare provider and was provided keppra tablet. Please note that customer was only issued adc sensor replacement, and not a reader replacement, due to report of high readings issue with the adc sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.